Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned, no further investigation is possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer has requested additional information on the event and the device involved. Should any further information be received, a follow up report will be provided as applicable.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported on the patient implant form, a memo 3d rechord semirigid annuloplasty ring mrcs34 was implanted and explanted on (B)(6) 2022. The manufacturer has not received from the site any allegation of a device malfunction nor of serious injury regarding this event.

Manufacturer narrative:
Based on the information available and medical judgment received, the device can be reasonably excluded as cause or contributing factor to the reported event. The intraoperative explant was reported as a clinical decision. Thus, no further investigation is warranted at this time, and the case is considered closed.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported on the patient implant form, a memo 3d rechord mrcs34 was implanted and explanted on (B)(6) 2022. The manufacturer has not received from the site any allegation of a device malfunction nor of serious injury regarding this event. Upon follow up, the surgeon reported that it was a clinical decision and there was no complaint or issue with the ring used. No further information was provided.